Manufacturer narrative:
Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the adm head trial (blue) size 48 mm would not allow the 28 mm v40 head trial to articulate within the bearing. The issue escalated into not being able to trial the component and caused the surgeon to virtually guess on how stable the hip would be. The issue was believed to be due to the o ring within the blue head trial."